Event description:
It is reported that a customer was hospitalized at (B)(6) hospital for high blood glucose of 500 mg/dl on (B)(6) 2014 at 11:04 am. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the insulin pump works perfectly fine as it was designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).